Manufacturer narrative:
(B)(4). Device evaluation: upon completion of the investigation it was noted that the valve was visually inspected it was noted that the valve casing was upside down in the silicone housing, the stator was dislodged and a crack in the valve casing. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a crack in the valve casing was noted. This is probably due to the valve receiving a some form of impact. The cam magnets were controlled. The magnets passed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 29th november 2005. The root cause for the dislodged stator is due to the valve receiving some form of impact. The root cause for the crack in the valve casing is due to the valve receiving some form of impact. The upside down casing in the silicone housing is could due to the valve receiving a some form of impact, or too much force being used during the flushing process when preparing the valve, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After implantation, the cam was found to be dislodged through images. The device was replaced with a standard type on (B)(6) 2016. Further information would be provided as soon as we receive it from the facility. 1/21/16 per affiliate: "in 2000, the device was originally implanted via v-p shunt to a (B)(6) male with brain hemorrhage at other facility. The initial setting pressure is unknown. On (B)(6) 2016, the patient visited the reported facility due to headache and ventricular reduction was noted, and x-ray images suggested that the cam was dislodged. On (B)(6) 2016, the device was replaced with 82-3110 at 120mmh2o. The surgeon suspects that occlusion of the ventricular catheter may have also occurred because no csf flow through that catheter was confirmed at the revision. The patient is currently being monitored."